Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an anterior spinal fusion procedure. During the procedure, the coupling device at the end of the flex arm was no longer accepting the retraction device it was supposed to, due to the inside of the coupling had been damaged and will no longer work. Another snake arm/flex arm was used in the set. There were two available in each set. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient's status is unknown. Concomitant device reported: unknown retraction instrument (part# unknown, lot# unknown, part# unknown). This complaint involves one (1) device. This 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the flex arm (part # 03.612.010 lot # h044106) was received at us cq. There are light surface scratches along the knob and the arm of the device that are consistent with normal wear. The knob to tighten the device was jammed. The knob was so tight that it was not possible to loosen / further tighten the device. The coupling device was unable to hold a test instrument when tested. No visible damage was noted on the coupling device. Functional tests: the coupling device at the end of the flex arm was unable to hold test instruments (mating devices not returned). The condition of the device is consistent with the complaint condition thus the complaint is confirmed. Can the complaint be replicated with the returned device(s)? Yes; functional testing showed the coupling device was nonfunctional. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the coupling mechanism cannot hold test instruments and the knob is jammed/unable to move. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.612.010, synthes lot number: h044106, supplier lot number: h044106, release to warehouse date: jul 14, 2016, expiration date: n/a, supplier: (B)(4), no ncr¿s were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.